Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.2 pockets 1a1-e4 showed "device not detected on bus," and rebooting the pyxis did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets in half-height drawers 2.2 and 4.2 were not on the bus and were missing in the configuration and test software. A field service engineer (fse) pulled both drawers, inspected and reseated all cables, and after rebooting, confirmed that all cubie pockets were restored and functioning properly. The system functioned as intended after field service engineer repaired the device.